Event description:
At this time it is unknown who the patient will be following with for vns care. Further information cannot be attained at this time. If at a later date information is attained a follow up report will be sent.

Event description:
A patient's mother reported that her daughter was having increased depression. The caller described that at first the vns therapy seemed like it was working for the patient, but the patient's depression has increased. The caller explained that this increase in depression started about 2 weeks ago, and described that it seems like their depression is above pre-vns levels. The caller reported that they last saw their physician around (B)(6) time, and were told everything is fine with the device. The caller explained they now live in (B)(6), and their treating physician is in (B)(6). They are currently being followed by a non vns treating physician and have been taken off all their medications and being referred for ect treatments. Good faith attempts are underway to see who the patient will be following with for their vns care.